Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, and creasing of the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2; b.5; h.6;

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Diagnostic report confirms capsular contracture (unknown grade) and crease/folding of implant. This relates to the left device. Device remains implanted.